Event description:
A malfunction was reported on the pump with a displayed malfunction code called malf 13, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer planned to use mdi as a backup therapy to ensure continuous insulin delivery. Technical support sent a replacement pump with updated software and provided training through the tandem source account. Customer was instructed on returning the problematic pump to tandem within 10 days using a pre-paid label, and they acknowledged all instructions.